Event description:
(B)(4). This spontaneous case, reported by a physician via a company representative who contacted the company reporting adverse events, concerns a male patient of unknown ethnicity born in 1959. Medical history included hypertension. Concomitant medications were not provided. The patient received insulin lispro (humalog) via cartridge and luxura device hd,17 units qd for treatment of type 3 diabetes mellitus beginning on an unknown date. On (B)(6) 2013 , the patient used a parallel insulin lispro import from (B)(6). On that same day, the patient developed extreme blood glucose fluctuations with blood glucose increased and hypoglycemia, described as severe instability. The hypoglycemia led to unconsciousness and the patient was hospitalized on (B)(6) 2013 as an emergency patient. Neither corrective treatment nor further information was provided. The patient believed there was a causality with the events and the (B)(6) parallel import. The outcome of the events were recovered. Insulin lispro was discontinued and a new medication was started. The patient operated the device and the training status was not reported. General and suspect device duration was not specified. There was no reported complaint for this device and its return is not expected. The reporting physician related the events to insulin lispro therapy. Edit (B)(4) 2013: upon internal review, suspect device was updated to luxura hd and drug formulation updated to cartridge. Causality updated. Narrative updated.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
No further follow-up is planned. New updated and corrected information is referenced within the update statement. Please refer to update statement date 23jul2013. Evaluation summary: a physician reported on behalf of a male patient that while the patient was using a humapen luxura hd device he experienced "extreme blood glucose fluctuations and was hospitalized". The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Batch record review, deviation review, analytical release data review and visual examination of the returned cartridges did not identify any issues potentially related to the cartridges. Improper use and storage: there is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a physician via a company representative who contacted the company reporting adverse events, concerns a male patient of unknown ethnicity born in (B)(6). Medical history included hypertension. Concomitant medications were not provided. The patient received insulin lispro (humalog) via cartridge and luxura device hd (lot unknown associated with product (B)(4)),17 units qd for treatment of type 3 diabetes mellitus beginning on an unknown date. On (B)(6) 2013 , the patient used a parallel insulin lispro import from (B)(4). On that same day, the patient developed extreme blood glucose fluctuations with blood glucose increased and hypoglycemia, described as severe instability. The hypoglycemia led to unconsciousness and the patient was hospitalized on (B)(6) 2013 as an emergency patient. Neither corrective treatment nor further information was provided. The patient believed there was a causality with the events and the polish parallel import. The outcome of the events were recovered. Insulin lispro was discontinued and a new medication was started. The patient operated the device and the training status was not reported. General and suspect device duration was not specified. There was no evidence of improper use or storage. The device was not returned therefore evaluation was not possible. The reporting physician related the events to insulin lispro therapy. Edit 07-jun-2013: upon internal review, suspect device was updated to luxura hd and drug formulation updated to cartridge. Causality updated. Narrative updated. Update 14jun2013: upon review of this case on 14jun2013, the case was opened to update the medwatch fields. Update 23jul2013. Additional information received 22jul2013 from the global product complaint database. On the product tab entered device not available for evaluation and removed lot number as this was for the cartridge not the device, added the device specified safety summary, EU/ca and medwatch fields updated accordingly, and updated the narrative.